Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, the implantable cardioverter defibrillator (ICD) exhibited noise over-sensing due to electromagnetic interference from the electrocautery and caused inappropriate shock. The ICD was explanted and replaced. Patient condition was stable and the patient was discharged.

Manufacturer narrative:
The device above normal elective replacement indicator (eri) level was returned for analysis. The stored episodes were reviewed and showed noise oversensing and a high voltage (hv) shock delivery. Functional testing, longevity estimation, telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found.